Manufacturer narrative:
Pt subsequently was transferred to another hospital and new sample was drawn and tested with a different rapidlab 1265 instrument. Results showed 39.3 mmol/l compared with 30.2 mmol/l on beckman analyzer. The instrument is performing according to specification.

Event description:
Customer reports a glucose result of 27.7 mmol/l for a pt with chronic renal failure. Another sample obtained at the same time was run on a beckman analyzer with a result of >70 mmol/l. An add'l sample from the same pt was tested on the instrument and the result was 20.5 mmol/l. When tested on the beckman analyzer the result was 86.8 mmol/l. Quality control run on both analyzers were within normal range. There was no impact to a pt as a result of this event.